Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive and the buttons are stuck. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump also alarmed no delivery and failed battery before and after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No excessive no delivery alarms noted. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no low battery alert and failed battery test noted. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.